Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield modified skull clamp (a1059) was involved in an incident and was described as follows; the swivel lock would not lock, and a new clamp had to be applied. The patient did not incur an injury however, the surgery was delayed for approximately 10 minutes while the old unit was removed and a new one was applied.